Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4) / inspected and released by: (B)(4). Release to warehouse date: june 30, 2017, expiration date: january 28, 2019, part: 615.03.01s, cranios reinforced fast set putty 3cc ¿ sterile, lot: dse2913 (sterile). Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) was reviewed and determined to be conforming. Sterility parameters documented on certificate were reviewed and determined to be conforming. This lot met all visual, sterility, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection retrosigmoid procedure. Patient was implanted with unknown bone plates and putty cement. The patient went to ER for headache, nausea, vomiting and was resolved. Patient outcome is unknown. This report is for a cranios reinforced fast set putty 3cc-sterile. This is report 1 of 3 for (B)(4).